Event description:
The pt received her paddle lead on (B)(6) 2008. It was reported the pt was without stimulation. An sjm rep met with the pt to try and resolve the issue. The sjm rep was unable to provide adequate stimulation due to high impedance. The pt will monitor the performance of the device. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.